Event description:
It was reported that an unspecified surgical procedure involving an artificial urinary sphincter (aus) was performed. No patient complications were reported. Additional information was later received indicating implant of an aus was initiated but not completed due to a urethral injury that occurred during the procedure prior to placement of the device. The patient will be implanted on a later date once they have recovered from the injury. No additional patient complications were reported.